Event description:
Information received indicates the right intermediate siderail is not latching due to a bent latch cover.

Manufacturer narrative:
The technician replaced the siderail latch cover to repair the bed.